Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a new implantation on (B)(6) 2025, the lead connector of the atrial lead did not go deep enough into the cavity, the set screw was loosened and a reimplantation attempt was made. When the lead was properly inserted to the deep, the cavity was damaged when the torque wrench was inserted in with the usual force to tighten the set screw.

Manufacturer narrative:
Correction of the g3. 3. Date received by manufacturer of the follow-up 2: to 16 october 2025.

Event description:
Reportedly, during a new implantation on (B)(6) 2025, the lead connector of the atrial lead did not go deep enough into the cavity, the set screw was loosened and a reimplantation attempt was made. When the lead was properly inserted to the deep, the cavity was damaged when the torque wrench was inserted in with the usual force to tighten the set screw.

Event description:
Reportedly, during a new implantation on (B)(6) 2025, the lead connector of the atrial lead did not go deep enough into the cavity, the set screw was loosened and a reimplantation attempt was made. When the lead was properly inserted to the deep, the cavity was damaged when the torque wrench was inserted in with the usual force to tighten the set screw.

Manufacturer narrative:
The device was received then analyzed: -the atrial terminal block was partially found outside of the plastic head¿s cavity -then the atrial terminal block was reinserted and the retention force test of the atrial insert block has been performed and was found non-conform. The production record review performed led to the following information: the manufacturing process for the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported observation. This complaint is recorded for trending purposes. Please refer to the attached updated report.

Manufacturer narrative:
The device was received then analyzed: the atrial terminal block was partially found outside of the plastic head¿s cavity, then the atrial terminal block was reinserted and the retention force test of the atrial insert block has been performed and was found non-conform. The production record review performed led to the following information: the manufacturing process for the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported observation. This complaint is recorded for trending purposes.

Event description:
Reportedly, during a new implantation on (B)(6) 2025, the lead connector of the atrial lead did not go deep enough into the cavity, the set screw was loosened and a reimplantation attempt was made. When the lead was properly inserted to the deep, the cavity was damaged when the torque wrench was inserted in with the usual force to tighten the set screw.